Event description:
On (B)(6) 2016 during a procedure at (B)(6) hospital - endoscopy room #(B)(6), a v200 flat panel bracket video arm became detached from the spring arm. The flat panel bracket was held up by the media package cables. No patient impact. No reported death or injury.